Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when performed an infusion using safe step and removed the needle from the port, unable to perform the safety function, and after several attempts, was able to apply the safety lock. Upon closer inspection of the product, the needle was bent. There was no reported patient injury. No other information was provided.

Event description:
It was reported that when performed an infusion using safe step and removed the needle from the port, unable to perform the safety function, and after several attempts, was able to apply the safety lock. Upon closer inspection of the product, the needle was bent. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bent needle was confirmed but the exact cause remains unknown. The product returned for evaluation was one 22g safestep infusion set with y-site. The product was returned with the safety already fully advanced. The returned product sample was evaluated and the needle was observed to be bent near the needle base. The following observations were noted during the sample evaluation. The tip of the needle bevel was unable to be adequately evaluated since the safety was already activated. The safety was disengaged and an attempt to advance the safety was made. The advancement was successful; however, resistance was encountered when passing the safety over the bent region of the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event.